Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix was out of specification on the number of turns to extend. It was noted that the exposed svc (superior vena cava) defibrillation coil was pulled/stretched/overstressed, there was blood on the distal conductor, the overlay tubing was cut, and there was apparent explant damage. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular high voltage lead impedance was high. During the revision it was noted that one of the high voltage connectors was loose in the header and the other high voltage connector was not fully inserted. The connectors were removed, cleaned and reinserted into the header twice resulting in varying and low impedances. The lead and the competitor device were explanted and replaced. No patient complications have been reported as a result of this event.